Event description:
It was reported that during a stent procedure on a dissected vessel the dilatation catheter which was being used to post dilate the stent ruptured at 13 atms. This caused the dissection to increase in size and required the use of an add'l stent.